Manufacturer narrative:
The event/therapy occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter found in the drain bag when using a minicap. Per customer this is a piece of " brown foam" from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.